Event description:
It was reported that while preparing a u2q/5-4/5.8/75 10cc liwg kit the balloon leaked. The device did not come into contact with the patient. The procedure was completed with another of the same device. There were no patient complications reported.